Manufacturer narrative:
H.6. Investigation: two (2) customer photos were received for review and analysis. The photos show the non-patient cannula of a bd pbbcs device appearing to be stuck in the rubber stopper of the tube. The 2nd photo shows a bd pbbcs device with a damaged wing. Therefore, the reported issue of an np cannula pull out as well as a molding defect is confirmed. In addition, bd sumter tested thirty (30) retention samples for lot 9325413. The samples were subjected to an np cannula pull force test. All samples passed the test with no defects observed. The minimum cannula pull force on a 21g needle should be 5 lbs. Min. The samples tested had forces ranging from 17.90lbs-30.60lbs. In addition the 30 samples were visually inspected for damage to the wing and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the cannula broke off and tube was deformed with a bd vacutainer® push button blood collection set. The cannula breaking off occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the np needle separated and got stuck in the tube, one also had some of the plastic deformed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cannula broke off and tube was deformed with a bd vacutainer® push button blood collection set. The cannula breaking off occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the np needle separated and got stuck in the tube, one also had some of the plastic deformed.